Manufacturer narrative:
The log file of the affected device was provided for the investigation. Analysis of the log entries revealed that the device performed one reboot of the ventilation unit on (B)(6) 2019 at 10:05 pm. Based on the logged error code the root cause was determined to be temporary time-out in software task processing. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the device generates an audible alarm. After the reboot, the therapy continuous with the previously set parameters, and the screen displays a message informing the user that the ventilation unit perform a reboot. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be sent within a follow-up report.

Event description:
It was reported that the ventilator restarted while on a patient. There was no patient injury reported. The patient was changed to a new ventilator.